Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the stored electrocardiograms, post-paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient condition was unknown.